Event description:
Patient contacted depuy spine reporting that two xpdm spine screws implanted had broken. The pt requires a revision to address this situation. As surgical intervention shall occur, a MDR is being filed to document this event. See also 1526439-2006-00222.

Manufacturer narrative:
Root cause cannot be determined at this time. The surgeon was contacted and reported that he believes that the breakage was due to pt post-op compliance related and did not consider this to have been a device issue.